Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that display of insulin pump was frozen. Customer stated that buttons of insulin pump was not working. Customer stated that time clock did not advance. Customer also stated that insulin pump buttons began to work in less than 5 minutes without battery change. Customer stated that insulin pump screen did not turn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test or self test or verify frozen screen anomaly due to unresponsive keypad. Device received with corroded battery tube.